Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; however, the attached customer photo confirms the reported issue of a small tear in the blade package and the operator's thumb was punctured. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The attached customer photo confirms the reported event; however, because a sample was not returned the exact root cause could not be determined, but a manufacturing related issue cannot be ruled out. All packages are 100% scanned by trained operators. Any non-conforming packages identified are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before a surgery scrub technician went to retrieve an ophthalmic blade package and thumb was punctured that led to pain and bleeding on thumb. A small tear in the integrity of blade package was noticed and blade seemed to be off centered from the styrofoam.